Event description:
Healthcare professional (hcp) reported a blood leak with a reused ca210 dialyzer. The blood leak occurred in 2001. Reuse numbers of the dialyzers were not known by the hcp. A positive hemastix result confirmed the blood leak. A new dialyzer and blood lines were set-up and the treatment continued without further incident. No patient injury or medical intervention was reported by the hcp.